Event description:
Report 2 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers came off during transport and leaked. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field d4. Medical device expiration date: unknown. D4 medical device lot # 5151635 was reported, however, this is not a lot # manufactured for the reported catalog #. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of stoppers came off during transport and leaked. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed. There were no related quality issues during manufacturing of the product. Bd was unable to determine the unknown number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.